Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device failed to power on. During subsequent biomed testing, the device display was not legible. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.